Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). G3: date received by mfg ¿ additional information. H2 type of follow up: correction. H3: device evaluated by mfg- additional information. B5: describe event or problem - correction. D4 serial no- correction.

Event description:
Subsequent to initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ correction. G3: date received by manufacturer - additional. H2: additional information/correction.

Event description:
Subsequent to the initial MDR, a correction is required.